Event description:
One pt with discrepant creatinine kinase result. Initial result was reported, pt was not adversely affected. Initial result 100 u/l, upon dilution sample gave result of 13300 u/l. Field service rep unable to determine root cause, could not duplicate problem. Performance tests were performed.